Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s. During the procedure, while advancing a pod6 through a lantern delivery microcatheter (lantern), the physician experienced resistance and the pod6 would not advance out of the lantern; therefore, it was removed. The procedure was completed using a new pod6, other coils and the same lantern. There was no report of an adverse effect to the patient.